Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 2 of 2. Customer states false negative antibody screen results were obtained during validation of their vision analyzers while using 0.8% surgiscreen lot vss144 and igg gel card lot 051419001-14. The patient was first tested on their competitor's analyzer and an anti-e was detected. Prior history of this patient showed he had both an anti-e and anti-jkb but the anti-jkb had fallen below detectable levels and was not expected to react during the gel testing. The same false negative reaction with the e positive cell of this lot vss144 (cell#2) was reported for both visions (B)(4). Relevant information: issue started on: (B)(6) 2019. Microtubes/wells or cell (donor #) affected: cell 2 donor# (B)(6). Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: yes on their other vision. Sample ID: (B)(4). Number of samples affected? 1 patient sample. Was qc affected? No. Qc data: immucor coreqc is used and qc passed. Patient clinical history: patient had history of anti-e by echo test methods and in 2018 peg tube method also had anti-jkb and anti-e. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: as per IFU. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Opened vs unopened? Opened. Actions already performed by contact: repeated testing, but achieved the same results on their other vision. Troubleshooting steps performed by tsc: requested screen cell #2 be antigen typed for the e antigen and she reported back the results were 2+ positive on both sets (one from each vision). Econn data and images were obtained. Next action for contact: customer is reporting for documentation purposes. No erroneous results were reported, they reported the results obtained from their competitor's equipment. Customer does not feel the issue is vision related but the gel method technology did not capture the antibody in question. Customer is aware of the 0.8% surgiscreen IFU's limitation section that reads "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive. Ortho care followed up with customer to obtain the competitor's equipment positive reaction strength. She indicated it was a 3+. Attached images to the complaint file show the results were clearly negative on both visions. The column grading report that is also attached shows all results for the sample ID in question were read as negative by the vision. The customer did not modify results. No manual gel testing is performed at this site. They do not intend on validating the ortho workstation until after they have gone live on their vision analyzers. A competitor's qc material was used on both visions and the competitor's equipment. Qc passed on all 3 analyzers.

Manufacturer narrative:
Under section d, "type of device code" was changed from ksz to qht to properly reflect the correct product code for reagent red blood cells.

Event description:
On 05aug2020, (B)(6) in raritan was made aware that ortho received notification from the FDA with a letter dated 20apr2020. Several MDR reports involving reagent red blood cells contained incorrect product codes. The procode ksz was used under section d.2b of the report, although the correct product code for the device is qht. This supplemental report is for the purpose of correcting the product code.